Event description:
While using a byte day aligners, patient reported the aligners have severely damaged their gums causing them to have surgery. Their dentist informed them that the aligners were the cause and to stop use of them. Patient ceased treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.